Manufacturer narrative:
E.1. Initial reporter phone: (B)(6).

Event description:
It was reported that guidewire entrapment occurred. The 70% stenosed target lesion was located in mildly tortuous and moderately calcified superficial femoral and popliteal arteries in the lower limbs. A 2.4 jetstream xc atherectomy catheter and thruway guidewire were selected for an atherectomy and angioplasty procedure to treat occlusion of the target lesion. After flushing the thruway guidewire through the protective sheath, the physician advanced it through a non-boston scientific (bsc) crossing catheter until positioning it distally in the posterior tibial artery. The non-bsc catheter was then withdrawn, and the jetstream xc atherectomy catheter was advanced without any resistance. Atherectomy was initiated, but difficulty in retracting the device was observed. The jetstream catheter and the thruway guidewire were removed, revealing that the tip of the guidewire was deformed and bent at the mid-third segment. It was decided to replace the guidewire with a new thruway guidewire in order to complete the atherectomy procedure. There were no patient complications as a result of this event.

Event description:
It was reported that guidewire entrapment occurred. The 70% stenosed target lesion was located in mildly tortuous and moderately calcified superficial femoral and popliteal arteries in the lower limbs. A 2.4 jetstream xc atherectomy catheter and thruway guidewire were selected for an atherectomy and angioplasty procedure to treat occlusion of the target lesion. After flushing the thruway guidewire through the protective sheath, the physician advances it through a non-boston scientific (bsc) crossing catheter until positioning it distally in the posterior tibial artery. The non-bsc catheter was then withdrawn, and the jetstream xc atherectomy catheter was advanced without any resistance. Atherectomy was initiated, but difficulty in retracting the device was observed. The jetstream catheter and the thruway guidewire were removed, revealing that the tip of the guidewire was deformed and bent at the mid-third segment. It was decided to replace the guidewire with a new thruway guidewire in order to complete the atherectomy procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
D4: lot number and expiration date updated. E1 - initial reporter phone: (B)(6).